Event description:
On (B)(6), a consumer emailed (B)(6) complaining that the product was giving false negatives. The consumer took the test as instructed on (B)(6) and went to urgent care to confirm accurate results. At this time, because the test result was positive, the consumer knew it was a false negative.